Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A publication reported that on 10/2023 an impella cp device was inserted into the femoral artery of a 35-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. Additionally, the publication noted there was myocarditis. . The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). The abiomed team in japan on 1/2026 located the publication of this patient support. While the patient was in the intensive care unit (ICU), hemolysis was noted, and the renal function gradually deteriorated. The physician decided an escalation of therapy was necessary and an impella 5.5 was placed via right axillary artery. Upon removal of the impella cp, access site bleeding was noted. Anemia gradually developed and the wound swelled. The post-procedure outcome is survived at explant per the publication. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the major bleed/access site adverse event could not be determined without the returned product for investigation and sufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs. The cause of the injury was not determined due to insufficient clinical details.